Manufacturer narrative:
An ocd field engineer provided on site service. The fe indicated that the gel card handler (gripper) was not holding the gel card at the correct orientation to the reader camera. Repairs have returned the analyzer to expected operation. This customer has not logged any similar incidents against this analyzer since this incident.

Event description:
The customer indicated that a panel test performed on the ortho provue analyzer, with a patient that had known anti-e, was interpreted as negative. The customer repeated testing using the manual gel method and observed weak positive (1+) reactivity. The test results generated by the provue did not match those obtained with an alternate test method, preventing erroneous test results from being reported. False negative results may result in transfusion of incompatible blood.